Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced a replacement surgery for one s3 lead for better coverage from existing pelvic pain. Two leads implanted to cover s3 was the physician decision. No complications and effective therapy programmed.